Manufacturer narrative:
A review of tickets for list number 02g23, determined normal complaint activity and no trends were identified for the products for the complaint issue. A review of reference files attached to the complaint ticket confirmed the customer's observations. Precision test data provided indicated no particular imprecision issues. Product testing for list number 2g23 reagent could not be completed as the reagent lot is unknown. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect hbsag confirmatory assay.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 2g23 that has a similar product distributed in the us, list number 4p54.

Event description:
The customer reported (B)(6) architect hbsag results on one patient. The results provided were: (B)(6). There was no reported impact to patient management.